Event description:
The patient's generator and lead were not replaced during the procedure.

Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. Follow-up revealed that the procedure was initially scheduled as exploratory surgery because the patient began experiencing a shocking sensation in her shoulder. While diagnostic results showed lead impedance within normal limits, the surgeon wanted to visually observe the leads. No issues were noted during surgery. The explanted generator and lead have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient began experiencing the shocking sensation sometime in 2014. Patient trauma is not believed to have caused or contributed to the shocking sensations. The physician stated that the shocking sensations were due to the presence of the patient¿s device. It is unknown if the shocking sensations have resolved.

Manufacturer narrative:
Date of event; corrected data: additional information indicates that the shocking sensations began sometime in 2014.

Manufacturer narrative:
.

Manufacturer narrative:
The initial manufacturer report incorrectly reported that the patient¿s device was replaced. Replacement was planned by did not occur during the procedure. The initial manufacturer report incorrectly reported that the patient¿s device was replaced. Replacement was planned by did not occur during the procedure.